Manufacturer narrative:
This is an initial report. The customer's meter has been returned and an investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Customer's grand daughter reports that customer received an error-5 message on her freestyle meter and she was unable to test correctly. Grandaughter reports grandmother "was dizzy", she "could barely talk", "couldn't get out of bed" and "she lost consciousness." No third party medical intervention was requested and no diagnosis is documented. The customer was treated with "orange juice with extra sugar. A replacement meter has been sent to customer. There was no report of death or mistreatment.